Manufacturer narrative:
An event regarding size/fit issue involving a triathlon trial kit was reported. The event was not confirmed. Device evaluation and results: the device was returned in new condition. A dimensional inspection was performed and found the device to be dimensionally within specification. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: a dimensional inspection was performed and found the device to be within specification. Preparation of the femur during cuts and drilling could have been a potential root cause or contributed to the event however, an exact cause of the event could not be determined as the event couldn't be replicated. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
During a triathlon total knee replacement using single use instruments, the surgeon cut for and trailed a size 4 femur. After positioning the femoral trial where he thought was appropriate, he then drilled the femoral lugs using the femoral lug drill. During final implant impaction using a press fit femoral component, the surgeon stated that the lug holes that he drilled on the trial didn't match the position of the lugs on the final femoral component. The surgeon stated that the final component lugs, didn't match the lug holes on the disposable trial femur. The surgeon stated that the lug holes from the trial seemed to be off from real component by 4 mm. He then re-drilled lug holes and cemented a cemented femoral component. Update from sales rep: the surgeon stated that the lug holes from the trial seemed to be off from real component by 4 mm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a triathlon total knee replacement using single use instruments, the surgeon cut for and trialed a size 4 femur. After positioning the femoral trial where he thought was appropriate, he then drilled the femoral lugs using the femoral lug drill. During final implant impaction using a press fit femoral component, the surgeon stated that the lug holes that he drilled on the trial didn't match the position of the lugs on the final femoral component. The surgeon stated that the final component lugs, didn't match the lug holes on the disposable trial femur. The surgeon stated that the lug holes from the trial seemed to be off from real component by 4 mm. He then re-drilled lug holes and cemented a cemented femoral component.